Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 329 mg/dl. The customer went to the emergency room (ER) and an insulin injection was administered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. No additional information was provided regarding the event. The customer had insulin injections available, if needed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported issue could not be investigated due to damage to the usb pins.